Manufacturer narrative:
Device was not replaced or returned to the plant for investigation. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of plant's investigation.

Event description:
A peritoneal dialysis patient called technical services and stated he was not able to drain during drain 1 of 4 and the liberty cycler did not alarm. The patient had mentioned that his fluid looked cloudy and had peritonitis. During follow-up with patient's nurse she stated the patient came into the clinic with symptoms of peritonitis and was diagnosed with peritonitis around (B)(6) 2016. Patient's nurse stated the peritonitis was due to constipation. The patient was treated in clinic with fortaz and vancomycin; drug dosage was not provided at time of call. Patient's nurse confirmed there was no breach in aseptic technique. Patient's nurse confirmed the patient was recovering from symptoms of peritonitis and continued continuous cycler-assisted peritoneal dialysis; thus no treatments were missed.

Manufacturer narrative:
Additional information: there was no documentation in the medical record that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the peritonitis. The most common cause of peritonitis is a breach in technique or biofilm on the peritoneal dialysis catheter.